Manufacturer narrative:
The tandem user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of the infusion set and cartridge tubing/pigtail during the load fill tubing sequence. Reportedly, customer was using lispro insulin in the cartridge. Tandem technical support educated customer regarding cartridge/insulin labeling. Multiple supply changes were performed in order to resolve the issue. Customer's blood glucose level ranged from 200 mg/dl to 400 mg/dl.